Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump shut off unexpectedly at 15% battery life and became unresponsive on multiple occasions. Customer's blood glucose (bg) levels went over 500 mg/dl. Customer addressed bg level by charging the pump and administering manual injections on each occasion. Multiple follow up attempts were made by tandem technical support; however, no response from the customer was received.